Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) was as low as 50 mg/dl with symptoms of severe dizziness and blurred vision. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that all the keypad buttons were under responsive with no delivery issues noted. Reportedly, the keypad cover was damaged prior to the tactile issue and moisture/corrosion was evident inside the battery compartment. This complaint is being reported because the patient experienced severe hypoglycemia related to a keypad button tactile issue with damaged cover.

Manufacturer narrative:
Correction: as follow-up #1: a review of the complaint record indicated that there was no blood glucose excursion related to this keypad complaint.